Event description:
(B)(4). Same case as MFR report #: 2134265-2010-04596 it was reported that following a coronary drug eluting stenting treatment procedure, an acute in stent re-occlusion occurred. The index procedure treated the 100% stenosed, 3.0x60mm target lesion located in the mid to proximal right coronary artery (rca). Treatment consisted of pre dilation and the placement of two taxus liberte stents (2.5x32mm, 2.75x38mm) resulting in 0% residual stenosis. Later the same day, the patient developed an acute in stent re-occlusion of the previously placed stents. A target vessel revascularization of the proximal rca placed an unspecified stent resulting in 0% residual stenosis and timi 3 flow. The event was considered resolved without residual effects the same day. The patient was discharged 4 days later on aspirin and prasugrel. Per the physician, the event relation to the study stents was listed as "highly probable".

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that following the initial procedure the patient experienced chest pain and was taken back to cardiac catheterization. It was previously reported that the target vessel revascularization placed an unspecified stent. Updated information reported that the revascularization procedure placed a 3.0x12mm taxus liberte stent in the right coronary artery (rca) and placed a 2.5x8mm taxus liberte in the distal rca. Cec adjudication identified a protocol defined and arc defined stent thrombosis.